Event description:
It was reported that the device failed the user test and illuminated a service icon. The device had a fault code in memory that indicated a possible critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the fault code logged in the memory. Physio replaced the therapy module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy module assembly at the failure analysis center and was unable confirm or duplicate the reported issue. Further component root cause of the reported event could not be determined.